Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The device was explanted (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: device model # is ci24r (cs) not ci24rst as previously reported. Correction: serial number is (B)(4). (B)(4).